Event description:
During the atrial fibrillation procedure, an additional access site was required for replacing the device and the procedure continued without any consequences.

Manufacturer narrative:
The sheath soft grey tip had been stretched and perforated in one location, which is consistent with the reported event. Both the formed curve and sideport orientation of the sheath were consistent with specifications; the dilator manufactured curve was correctly orientated with the dilator hub and depth markings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported dilator insertion difficulty and subsequent sheath tip perforation remains unknown.